Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during use of the sphere 9 catheter for ablation in a patient with an inferior left ventricular scar and an existing implantable cardioverter defibrillator (ICD) with a right ventricular lead, ventricular tachycardia and ventricular fibrillation were induced when radiofrequency (rf) ablation was performed in the right ventricle close to the ICD lead. Noise was observed on the ep recording system during ablation, and noise was also noted on the electrocardiogram during ablation in the inferior part of the left ventricle. A hematoma developed at the introduction site in the groin. Ep recording system and electrocardiogram monitoring were conducted. It was noted that the induction seemed to be location-dependent and triggered by the interaction of the rf ablation of the sphere 9 and the ICD lead in the right ventricle. When further away from the lead, only electrocardiogram (ECG) noise was noted on the ep recording system, but no vt/vf were induced. The procedure was aborted due to these issues. The patient was discharged with no major complications. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.